Event description:
It was reported that the customer has been experiencing high blood glucose up to 559 mg/dl. Current blood glucose 368 mg/dl; treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. It was stated that the customer has used an entire box of infusion sets in less than a week. Customer's father believes that the insulin pump is not delivering the correct bolus amount. He was advised to program a normal bolus; it was recorded in the bolus history. The infusion set was removed and the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.